Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed high, out of range shock lead impedance measurements that have increased since last measurement. A commanded shock was completed, and an impedance vector breakdown was done. The breakdown confirmed that the increase in impedance could be linked to calcification of the ra coil from the rv lead. It was recommended to reprogram the shocking vector and then performing a defibrillation threshold (dft) test to determine real impedances. The rv lead remains in service. A follow up was requested with the field representative but it was mentioned that he had no knowledge about the event. No additional adverse patient effects were reported.